Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined and the foreign material could not be identified. There was no reported deviations from the reprocessing steps in the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was leakage due to buckling of the auxiliary water channel. The reported ¿foreign material coming out of the channel¿ was unable to be confirmed, as there were no observations at this time of this occurrence. Further follow up is in progress to address this report. It was also observed that the suction cylinder was scraped likely from a cleaning brush during processing and handling. A dent was noted on the nozzle and the angle wire appeared stretched. It was also observed that there was peeling of the coating due to corrosion caused by chemical stress and or handling. Also, the resin was cracked due to corrosion caused by chemical stress applied during cleaning sterilization and disinfection (cds) process. Damage or deformation was observed on the flexible adjustment ring. Lastly, scratches were observed on the light guide lens and charged-couple device lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported to olympus the colonovideoscope experienced air and water leakage from the insertion tube. The reported issue occurred during preparation of use for an unknown diagnostic procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event. The customer also alleged foreign material in the channel, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction reported by the customer.